Event description:
It was reported that prior to a scheduled implant, a pump was pulled off the shelf and it was noticed that the package was open. The pump was interrogated and a message appeared stating "pump is in undefined state." The pump was not implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).